Event description:
It was reported that the patient presented for a follow-up visit at the clinic. Upon interrogation, it was noted that the right atrial lead exhibited under-sensing due to low amplitude. No programming changes were made, and there were no consequences to the patient.